Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a possible header/setscrew issue due to noise on the right atrial (ra) lead and right ventricular (rv) lead. It was noted that the rv lead had a lead integrity alert (lia) due to two or more high-rate non-sustained episodes and high sensing integrity counter (sic). It was noted that the rv lead had a noise warning due to noise. Recorded episode show clear evidence of non-physiologic noise consistent with a lead integrity issue. It was noted that the rv lead had a lead warning due to low impedance measurements. It was also noted that the ra lead impedance trends show non-physiologic variation in impedances and recorded electrograms (egm) suggest there is an atrial lead integrity issue. Reprogramming was done, and the device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the episode withheld by the rv lead noise was appropriate.